Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the permanent cautery spatula instrument broke and fell inside the patient. The fragment was retrieved during the same procedure. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Updated sections: b1, h1, h2, h6, h11. Additional information: it was reported that during a da vinci-assisted oropharyngectomy (mucosectomy) procedure, the tip of the permanent cautery spatula (pcs) instrument broke, but did not fall inside the patient. The surgeon noted that angle control of the pcs instrument could not be achieved, despite no detectable pressure or collisions during use. To troubleshoot the issue, a thorough inspection of the surgeon side console (ssc), the patient side cart (psc), and the universal surgical manipulators (usm) revealed that the tip of the pcs instrument was broken but remained attached, with no missing fragments. The cause of the breakage is undetermined; although the surgeon mentioned that in most transoral robotic surgery (tors) procedures, instruments often encounter pressure and contact with the teeth, with occasional collisions due to limited space. However, this was not observed in the current case. To resolve the issue, a backup pcs instrument was used, and the procedure was successfully completed robotically without further complications. The patient did not experience any postoperative complications.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: b1, d9. H2, h3, h6, and h11 device evaluation: intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument for failure analysis evaluation. The instrument was found to have a broken distal clevis at its base, with the area measuring approximately 10.72 mm x 5.44 mm and was not returned. Adjacent components exhibited damage. Additionally, the monopolar yaw pulley was broken, with a missing fragment measuring approximately 19.89 mm x 6.59 mm. Surrounding components also displayed damage that likely contributed to the yaw pulley breakage. The instrument had a broken conductor wire at the yaw pulley; the size of the missing wire segment was approximate.